Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging cable was loose in the charging port and had to be manipulated to charge pump. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer reverted to a different cable to successfully resume charging.